Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient was scheduled for pump replacement on (B)(6) 2017, but wasn¿t cleared by the cardiologist. They were awaiting clearance to schedule the procedure. The resolution of the end of service (eos)/tube set was stated as they were awaiting a replacement schedule date. There were no troubleshooting or diagnostics performed. The patient¿s weight at the time of the event was unknown. The pump was still implanted in the patient. The serial number of the clinician programmer involved with the eos was unknown as the healthcare provider (hcp) had 6 programmers and no data was saved from the interrogation. As of (B)(6) 2017, the patient was not medically cleared yet for surgery. The pump would be returned when replaced. There were no further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_prog lot# serial# implanted: explanted: product type programmer, physician. The initial reporter would only provide an initial for their last name. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 0.7 mg/day and clonidine 100 mcg/ml at 14 mcg/day via an implantable pump for non-malignant pain and reflex sympathetic dystrophy syndrome/ causalgia-complex regional pain syndrome. It was reported that a critical alarm occurred. End of service (eos) occurred. Stopped pump may exceed tube set occurred. The patient experienced pain as a result of the pump reaching eos. The hcp did not get the pump replaced in time but had seen the elective replacement indicator (eri) message and knew a replacement was needed. The hcp thought it would be a longer duration between eri and eos but then realized that the eri message was telling them that they needed to replace the pump by (B)(6) 2017. The hcp wanted to know if they should turn the pump off as prompted on the physician programmer. No further complications were reported/anticipated.